Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿assessing endovascular aneurysm repair suitability according to graft-specific instructions for use in patients with a ruptured abdominal aortic aneurysm¿. Gjosha b, jan boer g, fioole b, buimer j, suman a, van der laan l journal of endovascular therapy 2025, vol. 32(1) 100¿109 https://doi.org/10.1177/15266028231169180. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ assessing endovascular aneurysm repair suitability according to graft-specific instructions for use in patients with a ruptured abdominal aortic aneurysm¿. The time frame of this study was over a five-year period. The purpose of the study is to ascertain endovascular aneurysm repair (evar) suitability in relation to stent graft-specific instructions for use (IFU) in patients with a ruptured abdominal aortic aneurysm (raaa). Endurant and non-mdt stent grafts were implanted in the patient population. 11 patients had an endurant stent graft implanted. Among the patient population the following malfunctions occurred: ia endoleak the following adverse events occurred: delirium, pneumonia, infection, blood loss, intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.